Event description:
While using the electrode during bladder fulgeration, device became inoperable. Upon inspection of the electrode by the surgeon, he noted that the device was burned (broke) in half inside the cystoscope sheath. Pt did not sustain any injury as burn was contained within the sheath.